Event description:
A malfunction was reported on the pump by the caller, who noted no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared.